Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room on (B)(6) 2019 due to hyperglycemia with blood glucose level was 500 mg/dl at time of incident. The customer¿s blood glucose level at the time of incident was 500 mg/dl and the current blood glucose level was 454 mg/dl. The customer was treated with subcutaneous shots and insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege insulin pump was under delivering. The drive support cap appears normal. Troubleshooting was performed. The insulin pump will not be returned for analysis.